Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the endoscopes are not recognized by the towers every time, during inspection of use involving an olympus xenon light source. There was no patient injury reported.